Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to a short between the main batt and ground causing thermal damage along the edge of the ca board. The root cause for the short could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor was unable to power on.